Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 3998, serial/lot #: (B)(4), ubd: 18-dec-2008, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for other chronic/intract pain (trunk/limbs). It was reported that the patient had their implantable neurostimulator (ins) replaced on (B)(6) 2009 and at that time, they noticed that his lead on the left side, where the pain was located, broke. They then noted that the healthcare professional (hcp) didn¿t want to replace the lead for some reason. If the patient tried to use the ins, he had to increase the stimulation so high on the right side that it would hurt, just to get relief on the left side. Lastly, the patient mentioned that they met with their healthcare professional (hcp) on the day prior to the report for his spinal injections. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient via a manufacturer representative (rep) reporting that the patient¿s stimulation was not adequate as the ¿left lead broke¿ per the patient and they were only getting stimulation on the right side. It was unknown if any external factors may have led or contributed to the issue. No actions have been taken to resolve this and the issue has not been resolved. It was reported that no surgical intervention has occurred and it was asked but was unknown if surgical intervention had been planned. However it was also stated that the lead was out of service and stated that the product would be replaced in the future by a product from the same manufacturer. (Follow-up initiated to clarify the actions taken and if the lead had been removed or if plans have been made to remove lead as it was unknown). It was reported that the event date was asked but was unknown. Additional information was received from the rep on (B)(6) 2018. The rep stated that it was unknown if surgical intervention would occur as the patient needed to follow up with a surgeon. This information was confirmed with the physician. No further complications were reported/are anticipated.